Event description:
An article was received containing a retrospective study of 205 children with vns between september 2002 and november 2022. Patients were identified to have postoperative medical complications (1.5%), one patient immediately post operatively the systolic blood pressure was borderline low so the decision was made to keep the child in hospital for observation. He was given a bolus of intravenous fluids appropriate to their weight and observed for 48 hours. He was discharged with no other issues at this time point. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.